Event description:
It was reported that four years seven months and eight days post a port placement, leakage allegedly occurred from the insertion site. It was further reported that the catheter was allegedly broken inside the internal jugular vein. Reportedly the distal catheter segment and port body was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port implantable pone cath-lock, and one groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluation were performed. Two partial circumferential breaks were noted approximately 14.5cm and 15.5cm from the distal end of the cath-lock. First partial circumferential break was slightly intact and the second partial circumferential break was noted to have even edges. The edges of the complete circumferential break at the distal end of the catheter were noted to be uneven and the surface was noted to be granular and have to longitudinal splits. Upon infusion, water and thrombus were noted exiting the distal end and no leaks were noted. Aspiration was unsuccessful. Therefore the investigation is confirmed for the reported fracture, material separation and identified wear and deformation issues. However the investigation is unconfirmed for the reported leak issue. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four years seven months and eight days post a port placement, leakage allegedly occurred from the insertion site. It was further reported that the catheter was allegedly broken inside the internal jugular vein. Reportedly the distal catheter segment and port body was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.